Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving the lost sensor alert. The customer further mentioned that he received a bad sensor alert and a change sensor alert. The customer's blood glucose was 400 mg/dl. Troubleshooting was done. Advised customer to remove the sensor. The customer stated that the sensor was straight. Advised to change the sensor. Advised that a replacement sensor would be sent. Nothing further reported.